Event description:
During incoming inspection, the distributor rejected this device, 139104ext, for an insufficient heatseal. There was no contact with the patient as this was found during incoming inspection. Due to the potential severity of a breach in sterility, this complaint meets the criteria for a reportable event. This report is being raised on the basis of malfunction with potential for injury upon reoccurrence.

Manufacturer narrative:
Reported event is confirmed. Customer event ¿insuffient heatseal - (sterile) pouch or blister pack¿ was confirmed based on photographic evidence and device evaluation. One 13104ext returned unopened in original packaging. The lot number of the device ¿ 202003254 was verified. A visual inspection found the packaging was sealed slanted. Performed a functional inspection, which indicated that the packaging had an insufficient heat seal. The manufacturing documents from the device history record have been reviewed with special attention to the manufacturing and inspection of the product. The product released for distribution was found to have met all specifications prior to shipment. (B)(4). Should all the complaint devices have been found confirmed for this reported failure, the rate of failure would be 0.0003. Conmed encourages the inspection of all medical equipment, labeling and packaging prior to use. This issue will continue to be monitored through the complaint system to assure patient safety.